Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that when a clinician pressed the safety activation button of a 23 g x 0.75 in. Bd vacutainer® winged safety push button blood collection set to retract the needle, the body of the wingset fell apart. Additionally, the front and rear barrels separated, resulting in an exposed needle. No injury or medical interventions were reported.

Manufacturer narrative:
Results: samples were received at bd corporate headquarters in (B)(4) where photos were taken and forwarded to the manufacturing site in (B)(4) however, due to the contaminated condition of the actual samples, they were discarded and not returned to sandy, ut for evaluation. A photo inspection revealed the front and rear barrels were separated and had damage at the joint location. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6099581. Conclusion: although the photos showed the customer's reported defect, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
Bd received a contaminated sample from the customer facility for investigation. The sample was evaluated and the customer¿s indicated failure mode for front/rear barrel separation with the incident lot was observed. Additionally, visual inspection of the sample revealed damage to the front and rear barrels. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met. Additionally, bd received a sample from an unknown lot from the customer facility for comparison during the investigation. The sample exhibited front/rear barrel separation; however, no damage was observed to the front and rear barrels. Based on evaluation of the customer sample, the customer¿s indicated failure mode for front/rear barrel separation with the incident lot was observed. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue.